Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient was revised due to an infection. It was reported through the submission of a revision usage sheet that the patient's hip was revised. A 36f 10° insert, 36mm universal biolox head, and -.25 v40 adapter sleeve were implanted.